Manufacturer narrative:
Date rec¿d by MFR : 19nov2019. The replaced touchscreen was returned and failure investigation was performed on 19-nov-2019. It was determined that the pin to pin resistances and resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 16oct2019. Date of report: 18oct2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019.

Event description:
The customer reported that the ventilator's touchscreen failed. There was no patient or user involvement.

Manufacturer narrative:
Date rec'd by MFR: 19nov2019. Concomitant medical products: added date and returned to manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.